Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
During a latarjet procedure the surgeon was tightening the screw (ar-7000-36) and the head snapped off. No injury. An additional screw was placed to compensate from loss of compression from broken screw. Surgeon had predrilled the hole with the ar-7000-14 drill.